Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side "rupture" and "implant removal from textured to smooth due to the concerns of the product". Device remains implanted.

Event description:
Healthcare professional reported left-side "rupture" and "implant removal from textured to smooth due to the concerns of the product". Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, h.3, h.6.

Event description:
Healthcare professional reported left-side "rupture" diagnosed via cat scan and "implant removal from textured to smooth due to the concerns of the product". Device was explanted.